Event description:
Patient death - device explanted as part of autopsy. Cause of death was complications of postural orthostatic tachycardia syndrome (not enterra device related) product returned to medtronic for analysis. Checked in at mdt (B)(6) 2025 mdt record ID: (B)(4).